Event description:
It was reported, that signal artifact monitoring (sam) events were observed on the pacemaker. Technical services (ts) was contacted. And ts discussed programming options. Ts also noted, noise on the right atrial (ra), and right ventricular (rv) channels, appearing like electrocautery noise. The pacemaker and leads remain in service. No adverse patient effects were reported.